Event description:
Baxter sales representative reported to baxter corporate product surveillance a 250ml intermate that contained vancomycin in which the bladder burst with approximately 2 tablespoons still left in the bottle. This resulted in the patient being unable to flush the peripherally inserted central catheter(PICC). The home care nurse made a visit to the patient's home and attempted to flush the line. After numerous unsuccessful attempts were made to flush the PICC line by the home care nurse, the patient was sent to an outpatient setting at a hospital for assessment and the facility was able to flush the line. The client did not get the full dose of vancomycin that was prescribed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported issue of a ruptured bladder was confirmed during evaluation, however due to the investigation currently being underway the assignable cause has not yet been determined. A batch review was performed on the reported lot with no deviations found. A labeling review was completed and determined that the instructions provide sufficient level of detail. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was received by baxter. Visual inspection of the sample noted a ruptured bladder in a footing position. The root cause of the reported condition was determined to be a manufacturing defect. No repairs were performed as this is a single use device and will discarded. No additional clinical information was provided by the customer. This issue is being investigated through CAPA.